Event description:
It was reported as a general design comment that the farawave catheter flushing port often entraps a lot of air bubbles that are difficult to get out. Nothing special or out of place happened during the procedure, and the this was properly finished with the catheter without patient complications. No device will be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.